Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration / perforation"), fallopian tube perforation ("migration / perforation"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), dysmenorrhoea ("heavy painful periods") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, infection, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, neuromyopathy, pelvic pain and uterine perforation to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), fallopian tube perforation ("migration/perforation"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), dysmenorrhoea ("heavy painful periods") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, infection, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, neuromyopathy, pelvic pain and uterine perforation to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.